Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2003 (B)(6); product type catheter. (B)(4).

Event description:
Additional information later reported the catheter was revised by the hcp as part of fusion procedure. The pump contained fentanyl and bupivacaine.

Event description:
It was reported that on (B)(6) 2010 a catheter revision occurred and 6.1cm was added to the previous unknown length. The new segment was primed.